Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging does not turn on - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.